Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 38 mg/dl at the time of the incident. Customer's blood glucose was 126 mg/dl at the time of call. Patient has been experiencing low blood glucose for the past few month. Drive support cap appears normal (slightly indented). The customer was assisted with troubleshooting and declined for high blood glucose. Customer has treated with glucose tablets. Customer will return device for analysis.